Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Proposed component (annex g) code is mechanical (g04) - provisional bottom. Complaint sample was evaluated and the reported event was confirmed. Returned provisional exhibits signs of repeated use and is fractured on the medial side. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported a fractured provisional was returned from a hospital following a knee procedure. It is unknown when the device fractured. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a fractured instrument was received via the worn instrument return program. There was no reported patient involvement.